Manufacturer narrative:
The insulin pump was received with slightly loose drive disk, cracked case at the display window corners, cracked case at the reservoir tube window corners, cracked battery tube threads, broken belt clip slot and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was 280 mg/dl. Customer stated the drive support cap is damage and crack the pump and was dropped several times. Customer stated that there is also a crack on the right hand side of the lcd screen.